Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. There was no reported impact to the customer¿s blood glucose. Attempts are being completed to obtain additional information pertaining to the event.